Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time and plunged. No further information was provided.

Manufacturer narrative:
H6; the reported event, for failure to disengage was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time and plunged. No further information was provided.